Event description:
It was reported that a delay of approximately forty five minutes to an hour occurred in this surgical case. The suture fiberwire broke during tensioning on three attempts. The surgeon used a knot pusher during the first attempt. Thinking maybe it had a burr, the surgeon did not use the knot pusher a second time. On the second and third attempts, the suture broke again when surgeon was just slightly tying the knot with no force. The surgeon used two pushlocks to complete the case. No further pt info was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
This is the first complaint of this type for the part/lot combination. The device has been received and eval is in progress. A follow up report will be submitted upon completion of the investigation.